Manufacturer narrative:
(B)(4). Method: the complaint device is not expected to be returned to the manufacturer for investigation. It has been visually inspected and performance tested by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Results: inspection of the returned neopuff device confirmed the reported broken gas outlet port. Conclusion: the neopuff is a portable reusable device which can be susceptible to impact damage. The valve can become erratic if subjected to a large enough impact, for instance if accidentally dropped. The damage observed suggests the complaint neopuff unit sustained some form of impact. Our user instructions advises the user to carry out a performance check and recalibration of the device should it receive an impact. It must be noted that the complaint neopuff device was approximately 12 years old at the time of the complaint. The neopuff unit has been returned to the hospital after replacing the gas outlet port and passing the performance test.

Event description:
A hospital in (B)(6) reported that the outlet port of an 900iw130 neopuff infant resuscitator has broken off. This was found prior to patient use.